Event description:
A hospital in the (B)(6) reported the distal end of forceps have broken off. The hospital claims they broke during the first use of these devices, during the surgery.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested.